Event description:
Pump malfunction: patient was receiving 46 hour continuous infusion of fluorouracil via peristaltic cadd pump manufacturer by ICU medical. The morning of her scheduled pump down, the pump started alarming at 09:25 that morning. She called infusystem (pump service provider) who advised her to turn the pump off. When she arrived at clinic, the pump still had 2.3 ml remaining in the infusion. The nurse turned the pump back on and the pump started beeping again and was found to have a remainder of 0.3 ml but would not run the remainder of the dose. This was reported as a device malfunction. No harm or negative outcomes associated with this malfunction. Pump serial number: (B)(6).